Event description:
It was reported that on an unknown date compression distraction pin holders are bent. There was no patient involvement. This report is for one (1) unknown k-wire. This is report 2 of 4 for complaint(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown k-wire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. E3: reporter is a j&j sales representative. H3, h6: a product investigation was conducted. He product was returned to depuy synthes for evaluation. Visual analysis of the returned sample found the device was bent. Additionally, the device was unable to detach from mating component. A complete potential cause for this condition cannot be fully established with available information. Surgical technique was reviewed and the following relevant statements were found at page 9 and 10: finger-tighten the holding sleeves. This will fix the device to the kirschner wires. The blue tightening device may be used to achieve a fixation between the holding sleeve and the kirschner wire. Precaution: apart from the blue tightening device, do not use any other instruments to tighten or loosen the holding sleeves as they may cause damage. To remove compression: loosen the holding sleeves first, then open the locking clamps. Note: use the blue tightening device to loosen the holding sleeves. Carefully remove the device. Remove kirschner wires. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was performed trying to disengage mating component and failed due to bent condition. The overall complaint was confirmed as the observed condition of the unk - guide/compression/k-wires would contribute to the complained device issue. Based on the investigation findings, the potential cause cannot be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.